Manufacturer narrative:
(B)(4). Age: (B)(6) years, date of birth: (B)(6); sex: female. Date of event: (B)(6) 2015. Expiration date: 12/12/2017. Serial #: (B)(4). Concomitant medical products: balanced salt solution (bss), lot # unknown. (B)(4). Device manufacture date: 12/12/2014. Additional information was provided stating that the corneal endothelium got torn with the plunger of pcb00 insertion system and this event provoked loss of vision. Patient visual acuity (va) is improving and the patient is recovering. Patient also had chemosis that happened during the surgery. The chemosis issue has resolved by itself, without any indication of prescribed medication. It is believed that some bss got under the conjunctiva during the surgery, displaying signs of chemosis, and then the day after the surgery, the chemosis was gone. No device available for investigation as it has been discarded. There is potential the patient may have to have a corneal transplantation but at this time, no secondary procedures are scheduled or have been performed. Corrected data: catalog #: pcb0000200. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Changed from other serious to required intervention to prevent permanent impairment/damage. (Devices). If implanted; give date: (B)(6) 2015. If explanted; give date: (B)(6) 2015. Additional information was provided; but was not included in MDR follow up #1: visual acuity (va) is 7/10. The lens was removed during the initial surgery. (B)(4). Additional info: the manufacturing records for the intraocular lens (iol) were reviewed. The manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. The visual inspection specifications defined the release of lenses within specifications and in compliance with the product intended use. A search on complaints revealed that there were no other complaint on this production order. The manufacturing process record was evaluated and the devices were manufactured and assembled within specifications. The cause of the complaint could not be determined. A product deficiency was not identified. The lens met specification prior to release. Labeling review: the direction for use (dfu) was reviewed. The dfu states to fully advance the lens by pushing the plunger forward in one smooth, continuous motion until the black band on the plunger is no longer visible and a hard stop is perceived. Ensure that the plunger is locked by gently pulling back on the plunger. If the plunger does not pull back, then it is properly locked and the lens is now ready to be delivered. Do not leave the lens in this fully advanced position for more than 1 minute. Discard the device if the lens has been fully advanced in the delivery system for more than 1 minute. Immediately proceed with lens implantation by inserting the delivery system tip through the incision with the bevel of the tip oriented downwards. Rotate the knob of the plunger clockwise to advance the lens forward. For a precisely controlled delivery, slowly advance the lens until the lens is fully released from the insertion system tip. Position the lens within the capsular bag using the plunger tip. The tip is designed to extend up to 6 mm to facilitate lens positioning. Warnings include the use of methylcellulose viscoelastic is not recommended as it has not been validated for use with the tecnis itec preloaded delivery system. The dfu sections provide the customer with information on proper device usage. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported to the sales representative that there was capsule tear damage while implanting the pcb00 intraocular lens (iol). No other information was provided.